Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the 1st and 2nd rows from the proximal end of the crimped stent were lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found minor damage to the inner wire lumen; 10mm and 31mm proximal from the bi-component bond. This type of damage is consistent with excessive force being applied to the delivery system. The device was successfully tracked over a 0.014" guidewire without any issue. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed, 45x4.0mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified right coronary artery (rca). Following the insertion of the non-bsc guide catheter and the advancement of the 185 0.014 pt2 ms guide wire, predilation was performed with the 3.5x20 maverick balloon catheter. Subsequently, a 4.00 x 32mm promus element¿ drug eluting stent was selected for use but was difficult to advance towards the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 99% stenosed, 45x4.0mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified right coronary artery (rca). Following the insertion of the non-bsc guide catheter and the advancement of the 185 0.014 pt2 ms guide wire, predilation was performed with the 3.5x20 maverick balloon catheter. Subsequently, a 4.00 x 32mm promus element¿ drug eluting stent was selected for use but was difficult to advance towards the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Weight: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).